Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical (B)(4) service workshop in (B)(6) inspected pentax model eg29-i10c/serial (B)(4) and confirmed the following: the lcb was reduced to 20 / 50%. Bending rubber perforated. The lcb must be replaced.